Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto device's sound abatement foam. There was no report of patient harm or injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information has been received. In this report updated as- the device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed. The device has been scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section reporter country, evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.